Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have received many of underfilled pt/ptt (lt blue, sod citrate, 2.7ml, vac, 100/pk) tubes."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. 10 production lot in-house retention tubes samples for lot 0316280 were draw tested. All tubes were within specification limits. No retentions were kept for lot 0227238. A draw data analysis report was done for lot 0227238 and shows draw data is normal and within specification. Bd was unable to duplicate the customer¿s indicated failure mode because no samples were received, and the defect was not observed in the retention sample testing or the draw data report. Based on a review of the device history record for the incident lots, all product specifications and requirements for the lots released were met. There were no related quality issues during manufacturing of the product. See h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0227238, medical device expiration date: 2021-05-31, device manufacture date: 2020-08-14. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "we have received many of underfilled pt/ptt (lt blue, sod citrate, 2.7ml, vac, 100/pk) tubes."